Event description:
Customer's mother called to report the insulin pump alarmed for no delivery. Blood glucose reading was 193 mg/dl. Customer is at home while her mother is at work so troubleshooting could not be performed. Mother stated that the daughter had changed out the infusion set and the site of insertion. Advised to call back for troubleshooting if issue continues. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).